Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: the torque driver chipped and did not torque appropriately. Completed with same like product.

Manufacturer narrative:
UDI: (B)(4). The one (1) mmsi final tightener (product code: 2797-12-600, lot numbers: gm4291602), was returned to the customer quality unit (cqu) for evaluation. Visual evaluation of the returned mmsi final tightener showed that the tip of the was slightly stripped. The will affect the intended use of the instrument. The likely cause of this defect is the instrument been subjected to excessive force or anticipated torsional forces during use. This will put more pressure on the distal tip of the instrument causing some of the tip to be stripped. No other defect or damage was seen on the instrument. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip of the mmsi final tightener becoming stripped cannot be positively determined. However, based on the visual evaluation of the returned sample, the possible cause of the defect can be attributed to the instrument been subjected to excessive force or anticipated torsional forces during use. This will put more pressure on the distal tip of the instrument causing some of the tip to be stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.